Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) w/ y intima ii has been found experiencing leakage during use. The following has been provided by the initial reporter: the patient was admitted to the hospital on (B)(6) 2019 due to "perineal abscess". After surgery, she was given intima-ii with indwelling catheter for treatment. After indwelling, the indwelling link tube was found to leak liquid, pulled out (the catheter) for the patient immediately, and re-punctured.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7200335. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Five retained samples were tested for leakage and no leakage was observed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) w/ y intima ii has been found experiencing leakage during use. The following has been provided by the initial reporter: the patient was admitted to the hospital on (B)(6) 2019 due to "perineal abscess". After surgery, she was given intima-ii with indwelling catheter for treatment. After indwelling, the indwelling link tube was found to leak liquid, pulled out (the catheter) for the patient immediately, and re-punctured.